Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01755. It was reported that the patient presented for a follow up in clinic. It was noted that battery voltage measurement could not be obtained due to a message stating pacing lead impedance was low. Only battery impedance and magnet rate could be measured. The physician believed the inability to obtain battery voltage was due to the battery being too old. It was unknown whether the pacing impedance lead measurement was accurate. The device was pending explant and the lead was to be tested. The patient was stable.